Event description:
When the camera or light cord is plugged in, the ccs randomly shuts down and goes black. The ccs will not start a case. No case involvement. It was reported by the sales rep that the all-in-one ccu+light source device would shut down, go black and not start the case when the camera or light cord was plugged-in. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the team saw the light source fail in the unit. The team saw the unit reboot when the camera and light guide were inserted into the device. The device did not reboot if the light guide and camera were not inserted. If only the camera was inserted into the unit, the system did not reboot. If the light source was on, the device rebooted by itself. The carrier board as well as the light source needed to be replaced in the unit. The team used this unit for shock testing to gather data about the machine chassis. The unit is considered scrap. Per service reports, this complaint can be confirmed. The team was able to see the failures experienced by the field. The device required the replacement of hardware. The device was used for other types of exploratory testing and was scrapped. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.